Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited high lead impedance and right ventricular lead had high capture threshold. The patient presented on (B)(6) 2019 for procedure and both leads were capped and replaced. The patient was stable.